Manufacturer narrative:
The astral device was returned to resmed for an investigation. The investigation determined that there was no fault found with the returned device. The device was performing to specifications. Review of the device data logs revealed device warning alarms triggered as designed prior to the device powered down while using its internal battery due to depletion of the internal battery. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to user error. Resmed¿s risk associated with use of the device remains acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that a patient was found expired while using an astral device. The patient had been using two astral devices. No further information has been made available to resmed at this time.

Manufacturer narrative:
The two devices were taken into police custody and not returned to resmed for evaluation. No further information has ben made available to resmed at this time. If more information becomes available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported to resmed that a patient was found expired while using an astral device. The patient had been using two astral devices. No further information has been made available to resmed at this time.